Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had asymptomatic yellow system controller fault alarms that started on (B)(6) 2024. Log files were retrieved before controller exchange for evaluation. The submitted log files captured controller internal faults starting on (B)(6) 2024 at 0221 and continued for the remainder of the log file. In the background of the log files, it was noted that the boost over protection circuitry was activated that resulted in the controller faults. Something might have happened electrically with the controller internally activating the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller internal fault alarms was confirmed via the submitted log files. On (B)(6) 2024 at 02:21:37, the log file captured controller internal fault alarms due to a controller boost over voltage fault, which activated due to a detection in over voltage. The alarms were active for the remainder of the log file. The controller internal fault alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the system controller was exchanged successfully. Multiple attempts were made to obtain additional information regarding the resolution of the alarms and if any product will be returned; to date, no additional information has been provided and no product has been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17jul2023. The heartmate 3 instruction for use (rev. A) (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot system controller fault alarms. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.